Event description:
The physician was attempting to deploy a 6mm diameter x 40mm length complete self expanding (se) peripheral bare metal stent system to treat a lesion in a patient located in the cephalic vein from the av fistula, in a high flow area. It was reported that the handle was turned 1.5 times and the sheath was pulled back approximately 1 cm when the stent "self-deployed" and proceeded to migrate from the cephalic vein to the sub-clavian vein. It then proceeded to the right ventricle and entered the right pulmonary artery. It was reported that the stent was removed from the patient using long catheters and a snare device. No other clinical sequelae were reported. Cine image review: the still images show a significantly stenosed lesion at the ostium of the cephalic vein. They also confirm the attempted stent deployment and migration into the subclavian vein.

Manufacturer narrative:
Evaluation: results: unapproved use of device (device used in the cephalic vein); related to operational context (the root cause of the event was most likely procedural related, the stent may not have been sized correctly to the vessel). Evaluation: conclusion: related to operational context (the root cause of the event was most likely procedural related, the stent may not have been sized correctly to the vessel). (B)(4).